Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure (batch no. 676714) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), mental disorder ("psych injury"), bladder disorder ("bladder prob") and urinary tract disorder ("urinary prob"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, bladder disorder and urinary tract disorder had resolved and the mental disorder outcome was unknown. The reporter considered bladder disorder, genital haemorrhage, mental disorder, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: patient received treatment for: pain, bleeding, bladder/ urinary problem. Lot number: 676714 manufacturing date: 2009-09 expiration date: 2012-09 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 676714) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia and uterine fibroid. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), mental disorder ("psych injury"), bladder disorder ("bladder prob"), urinary tract disorder ("urinary prob") and back pain ("back pain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, bladder disorder and urinary tract disorder had resolved and the mental disorder and back pain outcome was unknown. The reporter considered back pain, bladder disorder, genital haemorrhage, mental disorder, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: patient received treatment for: pain, bleeding, bladder/ urinary problem. Lot number: 676714 manufacturing date: 2009-09 expiration date: 2012-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-oct-2020: pif received- new event back pain were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure (batch no. 676714) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), mental disorder ("psych injury"), bladder disorder ("bladder prob") and urinary tract disorder ("urinary prob"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, bladder disorder and urinary tract disorder had resolved and the mental disorder outcome was unknown. The reporter considered bladder disorder, genital haemorrhage, mental disorder, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: patient received treatment for: pain, bleeding, bladder/ urinary problem. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 09-jan-2020: pfs received. Event injury was updated with pain. Events added: bleeding, psych injury, bladder/ urinary problem. Lot number added. Event outcome were updated to recovered/ resolved for: pain, bleeding, bladder/ urinary problem. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 676714) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia, uterine fibroid, abdominal pain and dysuria. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), mental disorder ("psych injury"), bladder disorder ("bladder prob"), urinary tract disorder ("urinary prob") and back pain ("back pain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, bladder disorder and urinary tract disorder had resolved and the mental disorder and back pain outcome was unknown. The reporter considered back pain, bladder disorder, genital haemorrhage, mental disorder, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: patient received treatment for: pain, bleeding, bladder/ urinary problem. Lot number: 676714 manufacturing date: 2009-09 expiration date: 2012-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-mar-2021: mr received : reporter, medical history added, expiration date updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.